Event description:
A patient had a cyst that was 4 to 5 times the size of the screw and it had water. Surgeon implanted the screw in 2006. There was an 8x25mm screw in the femur and a 9x25mm on the tibial side. The cyst was discovered 13 months post-surgery. Surgeon said the pt is actually involved in an arthritis study. An MRI was performed which found a very large volume of fluid in the tibial and femoral tunnels. For other reasons, not for any reasons relating to the calaxo, synovial fluid was drawn and tested. The white cell count was low indicating no infection. The red cells were low also. He said the pt has not been treated for the cyst at this time. He is not confident it's the calaxo giving the pt the pain; for example, it could be the repair. He does know that it's not re-torn. At this time, there are no plans to operate on the pt again. The pt is not in severe pain.

Manufacturer narrative:
Product recall initiated on august 21, 2007. No product is being returned for evaluation.